Event description:
Per the clinic, the transducer was explanted on (B)(6) 2025 under general anesthesia to upgrade device for future MRI purposes. The patient was reimplanted with the another cochlear device during the same surgery.